Event description:
The manufacturer received information alleging a ventilator does not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac connector had become disconnected from the power supply board. The components were reconnected to correct the issue.